Event description:
A retroactive review of pt flag files in the lifevest network identified a treatment event where a lifevest monitor delivered a monophasic pulse. On (B)(6) 2010, a (B)(6) male pt received an inappropriate treatment. The lifevest delivered a 111j monophasic pulse at 19:50:12. The pre-shock rhythm was supraventricular tachycardia (svt) at 258bpm with dual-lead signal artifact. The post-shock rhythm remained svt with dual-lead signal artifact. Signal artifact and the high rate of svt contributed to the false detection. The pt was conscious but did not use the response button prior to the treatment. The pt reported that he felt fine after the treatment.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor was found to be fully functional. An investigation into monitors exhibiting the same issue found that a stacking of tolerances on particular capacitors on the monitor c/a and defibrillator pcas may intermittently result in a monophasic waveform rather than a biphasic waveform. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).